Event description:
It was reported via repair work order that the fowler was drifting due to malfunction fowler motor. It was also reported that the scale was inaccurate due to a faulty head left load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was drifting due to malfunction fowler motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as the investigation concluded that the scale was inaccurate due to a faulty head left load cell.